Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user requested to return the ilet system, citing frequent low blood glucose readings and incompatibility with their lifestyle, and elected to discontinue use and revert to multiple daily injections. Symptoms included hypoglycemia. Outcomes included no reported hospitalization, emergency treatment, or injury. Customer care provided support that included coordination with the field team and the healthcare professional for approval, issuance of a return authorization, and credit notification to the distributor. Investigation of this case revealed no device alarms or malfunctions reported and no device performance data provided, so the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.